Event description:
Customer alleged brakes will not hold at all. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. The component is not being returned to invacare. Model 65650 rollator, serial number/date code and age of product are unknown. The owner's manual part number 1148077 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the brakes on the rollator "will not hold at all". No injury is alleged.